Event description:
It was reported by the sales rep that during a stereoactic breast biopsy procedure the p1175 probe. When the procedure was completed they radiographed the specimens and found the calcifications in the tissue samples. The post unilatera mammogram confirmed in the tissue marker locations the biopsy site was full of little shavings of metal. No pt consequence. No device returning.